Manufacturer narrative:
Additional information: banno, hiroshi, et al. ¿late type iii endoleak from fabric tears of a zenith stent graft: report of a case.¿ surgery today, vol. 42, no. 12, 2012, pp. 1206¿1209., doi:10.1007/s00595-012-0320-8. - attachment: [parallel placement of excluder legs for the treatment of type iii endoleak.pdf].

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) old female underwent an evar procedure in early (B)(6) 2010. In late (B)(6) 2012 a CT scan confirmed an unknown leak (regarded as a type iiib endoleak by the physician) and an enlargement of the aneurysm. A 10mm growth has developed since evar conducted in early 2010. In early(B)(6) 2014 another manufacturer's device was also placed inside the stent graft and then the aneurysm stopped growing. As of mid-(B)(6) 2016 there have not been any adverse effects to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and imaging review of the device was conducted during the investigation. Imaging review: impression: contrast adjacent to the main body between the inferior main body stent and the flow divider stent could represent a type 3 b suture hole endoleak or superior extension of the type 2 endoleaks. The relative sac fluidity supports a type 3 endoleak. Superior contrast extension from the type 2 endoleak should have become more dilute as the leak flowed superiorly. However, although less likely, the leak may have remained concentrated if a small amount of thrombus adjacent to the graft was present to channel the leak along the fabric before the contrast was allowed to spill out into the main aneurysm sac. Only angiography could discern between each possibility. No measureable aneurysm enlargement was observed. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. Type 2 endoleaks into the sac and sac fluidity were confirmed. No aneurysm growth was observed. Significant findings relative to the use of the device were observed. The proximal seal zone was only 6mm long. Significant findings relative to the design or performance of the device were observed. A type 38 suture hole endoleak was likely present. Less likely the endoleak may have also been related to superior extension. Also supporting a type 3 endoleak was the reported aneurysm shrinkage after secondary intervention with a gore excluder. No off the shelf bifurcated gore device is available in the us to accomplish relining such a short main body. Cause of adverse events was not observed. The device was not returned for evaluation. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. No other complaints would be associated with this complaint if lot information was available, since this product is produced with one per lot number.. The device is shipped with an instruction for use (IFU) that describe indications for use, contraindications, warnings and precautions, and correct deployment procedure. Included under patient selection are the aortic neck diameters and angulation criteria, anatomical elements and limitations that will affect sealing and fixation. Per the IFU " potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak and endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Additionally the IFU states" after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm graft or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease." Based on the information provided, no product returned and results of the investigation, a definitive root cause to the reported event could not conclusively be determined. Clinical factors that may have contributed to the endoleaks include procedural technique, such as aggressive molding and balloon inflation, and calcified/ tortuous patient anatomy. Of note, the proximal seal zone for this patient was only 6millimeters (mm) long. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.